Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited r-wave amplitude variation. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing r-wave amplitude variation was not confirmed. As received, a complete lead was returned in three pieces for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures. Lead hi-pot failure was found at the distal portion of the lead consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for procedural damages.